Manufacturer narrative:
Additional information; g3, h2, h3. One image was submitted for evaluation; no device components were returned. The following visual inspection is based solely upon the aforementioned images. There was a bluish ¿c¿ shaped ring of unknown substance and a blackish square of unknown substance inside a specimen jar and plastic bag. It was noted that the reported model number, 407856, is a 6f ultimum device, which is assembled with a green dilator and green hemostasis cap; none of the device components are blue or black. The cause of the reported event remains unknown.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2022 with no reported complications. During a different vascular procedure on (B)(6) 2022, it was noted that a detached portion of a device was found in the patient. The detached portion was retrieved through a vascular procedure in the cath lab with regular instrumentation. The patient is doing well with no reported adverse consequences. The hospital stated the detached device may not have been an abbott device due to the size.